Manufacturer narrative:
Other relevant components include: product ID 8709 lot# j11007r10 serial# implanted: (B)(6) 2002 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen [300.0 mcg/ml] at a dose of 60.04 mcg/day, morphine [12.0 mg/ml] at a dose of 2.402 mg/day via an implantable pump for non-malignant pain. It was noted that the patient had a pump since 2002 and had surgery three times to have the pump replaced. It was reported on (B)(6) 2017 that when the pump was replaced the catheter also had to be replaced. It was noted that the patient was getting a higher dose but when the catheter was replaced they didn¿t want to overdose the patient so they lowered the dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that catheter had to be replaced since there was no flow of catheter, per manufacturer representative (rep), during surgery. The patient first start experiencing the issue that led to the replacement a few days prior to dye study. Pump dye study was done on (B)(6) 2016 due to elective replacement indicator (eri) so the hcp would know if he had to replace just pump or pump and catheter. The hcp was unable to aspirate cerebrospinal fluid (csf). Patient experienced withdrawal symptoms after dye study. Patient was seen in clinic and oral medications were started. Patient said ,after thinking about it, she felt withdrawal symptoms started 2-3 days prior to dye study. Patient felt chills, feeling shaky, spasms, and uneasy feeling throughout her body. Patient was (B)(6) pounds on (B)(6) 2016. For the cause of the issue, it was stated that the rep indicated the hcp could not aspirate and didn't feel patient was getting any medication through catheter. For the return status of the pump and catheter, the hcp stated "would have to check with the rep". No further complications were reported.